Manufacturer narrative:
The field service engineer indicated that during a telephone consult with hospital it, national support specialist, and biomed, to find the root cause and resolution, the system returned to operating status on its own. No interaction or onsite service was needed. Based on the information available and the testing conducted, the cause of the reported problem was not able to be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after troubleshooting was completed. The investigation identified there was an issue, but it resolved on its own and no cause was able to be determined.

Event description:
Philips received a complaint on the patient information center ix indicating that there was a hospital wide loss of central monitoring. The device was in use on patient at time of event, there was no adverse event reported.